Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse stated patient was 35.8c with a normothermia target of 36.5c . The water temperature earlier did not seem warm enough. They were having issues with flow rate so they changed the pad. Baby was 6 kilograms with neonatal pad in use. Mis asked if flow rate was less than 0.5lpm before and nurse states it was. Mis explained this impacts the heater capacity and need to try to keep flow rate closer to 1.1lpm. Right now it was 0.9lpm with water temperature 35.4c. Disconnected, rotated connector, reconnected properly. Flow rate stayed at 0.9lpm . Mis explained heater should still work at this flow rate, but if it continued to drop nurse might need to do more troubleshooting. Mis would call back if it dips any lower. Tdi was neutral. They were unable to taco pad, baby lying on pad and also covered at this time. Mis suggested nurse check protocol for other interventions such as increasing room temperature.

Event description:
It was reported that the nurse stated patient was 35.8c with a normothermia target of 36.5c. The water temperature earlier did not seem warm enough. They were having issues with flow rate so they changed the pad. Baby was 6 kilograms with neonatal pad in use. Mis asked if flow rate was less than 0.5lpm before and nurse states it was. Mis explained this impacts the heater capacity and need to try to keep flow rate closer to 1.1lpm. Right now it was 0.9lpm with water temperature 35.4c. Disconnected, rotated connector, reconnected properly. Flow rate stayed at 0.9lpm. Mis explained heater should still work at this flow rate, but if it continued to drop nurse might need to do more troubleshooting. Mis would call back if it dips any lower. Tdi was neutral. They were unable to taco pad, baby lying on pad and also covered at this time. Mis suggested nurse check protocol for other interventions such as increasing room temperature.

Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment but it was unknown whether the product had caused the reported failure. A potential failure mode is "low flow/restricted due to overheating of materials during lamination process, water flow path compromised". The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: "the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.